Event description:
It was reported that the user received a high blood glucose alert while using the ilet and reported lightheadedness, with self-monitored glucose readings around 292 mg/dl and later slightly over 300 mg/dl after a recent infusion set change; troubleshooting included syncing the device, guided supply change, and relocating the infusion site, after which glucose levels decreased to target within hours. Symptoms included hyperglycemia and lightheadedness. Outcomes included temporary elevated glucose that resolved after supply replacement, with no hospitalization or medical intervention. Investigation included customer interview, device data review, and user-led troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with resolution following infusion site and supply change suggesting a site or setup issue but no definitive cause. It was concluded that the event involved hyperglycemia of unclear cause that resolved after supply and site change, and no further action was indicated at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.